Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg battery became inoperable. Surgical intervention took place in which the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
H6: adverse event problem: corrected medical device problem code.